Event description:
Voluntary medwatch received states a patient presented with syncope and dizziness due to right ventricular (rv) lead high impedance. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152710.